Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing, along with far field r-wave (ffrw) oversensing on episodes not affecting device function. The atrial lead remains in use. No patient complications have been reported as a result of this event.